Event description:
It was reported that the patient received inappropriate shocks for atrial fibrillation (af). The patient¿s medication was adjusted to control the af and the implantable cardioverter defibrillator (ICD) remains in use. The patient is enrolled in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Products: 693565 implantable tachy lead 2011 (B)(6); 407652 implantable pacing lead 2011 (B)(6). (B)(4).